Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use (B)(4) humalog or (B)(4) novolog with your pump. Only (B)(4) humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin therapy. Reportedly the customer is using apidra insulin. Tandem technical support (cts) informed customer that using apidra is off label per the user guide. Customer¿s blood glucose level was 205 mg/dl